Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a unspecified bd pen needle malfunctioned as the patient was on levemir flex touch and experienced high blood sugar due to intentionally under dosing due to financial strain. The patient also had bd needles bending when under the skin and would release insulin down the patients leg. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed as the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that during use a unspecified bd pen needle malfunctioned as"the patient was on levemir flex touch and experienced high blood sugar due to intentionally under dosing due to finicial strain . The patient also had bd needles bending when under the skin and would release insulin down the patients leg. There was no report of exposure, injury or medical intervention needed.